Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-20380. The pt has two scs leads. It is unk which one is related to the issue. Therefore, both are being reported. It was reported the pt experienced ineffective stimulation due to broken scs lead (x-rays confirmed). In addition, the pt also experienced over stimulation upon neck movement. Diagnostics determined invalid /high impedances on the lead. The pt is to consult with the physician as a next course of action.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.